Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating, that the customer experienced issues with charging their pump, and that the cartridge was leaking from the septum. The customer's blood glucose was not impacted by these events. The customer continued to use the pump for insulin therapy. Reportedly the customer was able to charge the pump with an alternate adapter and was able to load a new cartridge onto their pump.